Event description:
It was reported that the physician was retrieving the lead to explant and the lead fractured upon explantation at the most proximal tine on the lead. The patient status was noted as no injury/no adverse event.

Manufacturer narrative:
Product ID, 3889-28 lot# v508658 serial# implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead; product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).